Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11465. It was reported, the pt was experiencing heating at the ipg site after 10 mins of charging the ipg. It was reported, the pt was scheduled for an appointment regarding the issue.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.